Manufacturer narrative:
Initial reporter name and address:: reporting address state: (B)(4). Reporting address postal:(B)(4). Reporting institution phone #:(B)(6). Reporter phone #:(B)(6).

Event description:
Philips received a complaint from the customer, reporting a proximal pressure sensor auto-zero failed error occurred on the v60 ventilator. The device was not in clinical use. There was no harm. A manufacturer's product support engineer (pse) evaluated the device and confirmed diagnostic code 110b (cbit) error, indicating the proximal pressure was not measured and the pressure-related alarms are compromised. The pse determined replacement of solenoid valves 3 and 4. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed solenoids, x-valve (number 3 and 4) were returned to the product investigation lab (pil) for analysis. Visual inspection of the solenoid 3 and 4 revealed no discernable visual issues. The pil technician installed the components into a pil v60 standard test bed (stb) for testing. The pil technician performed the testing and confirmed that no alarms or fault related diagnostic codes were generated during the stb operation with suspect solenoids installed into gas delivery system (gds). The pil investigation concluded there was no problem/fault found related to returned suspect solenoids.